Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the central wire no longer fit through the middle opening of the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully by inserting the wire hands free. It was not necessary to do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the central cannulation of the drill guide had circumferential abrasions on the interior of the device. A pin gage inspection was performed per drawing c9788 requirements. This test failed on the higher end of the tolerance and it was noted that the pin was catching against the abrasion. Probable cause is attributed to wear and tear damage based on the age and returned condition of the device.